Event description:
The pump was returned for investigation. Investigation revealed that the display was dim and discolored. Investigation also revealed that the up arrow, down arrow, and contrast keypad buttons were intermittently unresponsive; the ok keypad button was unresponsive. Additionally, investigation revealed that there was contamination under all keypad button contacts. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 09/30/2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/30/2014 with the following findings: during testing, the display was found to be dim and discolored. Evaluation also revealed that the up arrow, down arrow, and contrast keypad buttons were intermittently unresponsive. The ok keypad button was found to be unresponsive. The keypad was fully intact; no damage or peeling was observed. The keypad cover was removed and contamination was found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).